Event description:
It was reported that the tine broke inside of mi trial fem head 36 +0. It was noticed the day after an unknown procedure, while assembling the tray; therefore, the patient was not involved at the moment.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned confirmed the stated failure mode. One of the tines within in the device is heavily damaged. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.